Event description:
It was reported that the patient's ventricular lead impedance is varying, but has also decreased. There has also been a slight increase in thresholds. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.